Event description:
The manufacturer received notification on 10/24/2022 of a system implant inserter that malfunctioned during a surgical procedure. It was reported that a distal arm of the implant inserter fractured while placing a system implant. There were no known patient complications associated with this complaint. The surgeon used hospital instrumentation to successfully complete the surgical procedure. A return authorization was issued for return of the complaint instrument, which was received at the manufacturer on 10/28/2022 for complaint assessment.

Manufacturer narrative:
A visual assessment of the returned complaint implant inserter showed an instrument with repeated use, as identified by worn laser markings, surface scratches, and surface staining. One distal arm of the implant inserter was fractured distal to the instrument pivot point. A functionality assessment was not performed due to the damaged condition of the implant inserter, which was removed from distributable inventory. The implant inserter lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 1/15/2016. The root cause of this complaint cannot be reliably determined. The location of the implant inserter fracture is where there is minimal material present. It may be possible that over compressing the implant inserter and repeated impacts may have contributed to the implant inserter malfunction. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.